Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.5 for mechanical circulatory support. During support, the patient experienced runs of supraventricular tachycardia. The device was repositioned. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
High pressure purge: pump was returned and investigated. Chunk of biomaterial was found on the impeller and also the purge gap had traces of biomaterial. The high purge pressure could not be reproduced since the pump was returned cut from the catheter. Data logs were investigated and a steady rise in purge pressure was observed from (B)(6) 2024 when tissue plasminogen activator (tpa) was added and purge flow was observed to be reducing. No motor spikes observed. Therefore, as per the product investigation, data logs review and clinical information, the root cause of the high purge pressure issue was gradual biomaterial buildup with was resolved by adding tpa to the purge. The investigation into vt, there was no change to the previously reported investigation results. D9 device returned to manufacturer date added. Instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24038. B5 additional information was inadvertently omitted on manufacturer device report number 1220648-2024-24038-1. H6 medical device problem code 1491 omitted on the initial manufacturer device report number 1220648-2024-24038. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24038.

Event description:
It was reported that on (B)(6) 2024 the patient has had progressively lowering purge flow baseline flow was 7ml/h when purge flow dropped to 2.8ml/h tissue plasminogen activator (tpa) was put in the purge.